Manufacturer narrative:
Event and explant dates are approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had a portion of the system explanted and x-rays show the lead or portion of the lead remains implanted. Caller indicated the reason for removal of the device was for MRI compatibility and is calling about guidelines. The caller also indicated the removal occurred a couple of days ago. The call center reviewed MRI compatibility information with the hcp. Additional information was received from a health care professional via a manufacturer representative. It was reported that a portion of the lead was left behind; it broke during explant and no cause was determined. It was noted that no explant of the partial lead is scheduled or planned. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient told their pa that they had it removed, but the patient¿s managing healthcare provider had no record of removing it. The rep guessed that they had it removed by another physician. No further patient complications are anticipated or expected as a result of this event.